Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. The customer had gone through four infusion sets and believed that there was an issue with the motor. The customer's blood glucose was not lowering since the no delivery alarm issue. The customer's blood glucose was 350 mg/dl. Troubleshooting was done. The customer stated that the tubing was not bent or kinked. The customer stated that they had already tried all remedies. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.